Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) broke while loading the lens. There was no patient contact with the product. No further information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, no patient contact. Explant date: if explanted, give date: not applicable, no patient contact. Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jun 21, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received inside of the handpiece's lens module. The lens module was opened and the lens was found to be in the correct position prior to advancement. The lens was removed and was observed to have viscoelastic residue on the lens. The lens was cleaned and, no issues were detected with the lens. Conclusion: the reported complaint issue was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.